Event description:
Device malfunction: resistance and carving. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using the starclose se device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, resistance was felt during advancement of the thumb advancer, resulting in carving. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.